Manufacturer narrative:
Correction initial reporter address.

Event description:
The customer reported that the pump was programmed to infuse a 500ml bag of oxaliplatin chemotherapy as a primary infusion at a rate of 166.7ml/hr for 3 hours. The pump programming was double checked by a second nurse. After 3 hours of infusion the nurse discovered approximately 100ml of drug remaining in the bag. The nurse increased the rate to 250ml/hr and the infusion was completed approximately 30 minutes later. The pump recorded a volume infused of 605ml for the 500ml bag infusion. The pharmacist reported no significant infusion delay and no harm to the patient. The pharmacist reported that the oxaliplatin bag was not overfilled, the bag had a volume of 500ml, and that the primary IV set was primed with ns. The customer declined device and/or event log investigation.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.